Manufacturer narrative:
(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable pump won¿t run¿ alarm. The device settings were reviewed, and the reservoir volume was 15. 6 ml, rate 52 ml/24 hours, and the rate given was 88.45 ml. The device was turned off and the tubing clamped. The cassette was removed, and tubing massaged. Bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but the alarm returned upon start up. The process was repeated, but the alarm persisted. The device was turned off and the patient was advised to contact the clinic to report the events and obtain further instructions. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.